Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert and femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other related or similar reports against the remaining product/lot code combinations. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The patient was originally implanted with depuy product in (B)(6) 2008 and revised in (B)(6) 2011. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than two years post primary implantation. Medical records were received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was reimplanted on (B)(6) 2011 with competitor products after a previous infection. The date of when the implants were removed are unknown at this time. Part/lot is being updated and the other implants are now being reported for the infection. No labs were provided for the alleged high metal ions. The complaint was updated on: 7/29/2015.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of stem.